Event description:
Patient underwent extensive cardiac surgery requiring bypass. The patient's sodium level post-operative was 168 requiring treatment for hypernatremia. The patient's condition further deteriorated both physically and neurologically. The consensus was made that the patient suffered an irreversible cerebral injury. The patient was removed from life support.